Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
The customer contacted baxter's service center regarding a system error 2240 alarm (air in tubing) which occurred on the homechoice (hc) during use. There was nothing found during troubleshooting that would cause or contribute to the alarm. There was patient no patient injury or medical intervention indicated at the time of the initial report.